Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. Nuristani a et al. Zinc toxicity secondary to denture adhesive misdiagnosed as adrenoleukodystrophy. Ninety-third annual meeting of the endocrine society (endo) 2011. Abstr. P3-557. (B)(4).

Event description:
This case was reported in a literature article and described the occurrence of zinc toxicity in a (B)(6) male patient who received triple salt dental adhesive cream (poligrip fresh denture adhesive cream). The patient's past medical history included anemia, coronary artery disease, demyelination, hypertension and paraplegia. On an unknown date, the patient started poligrip cream. Approximately two years after starting poligrip cream, the patient experienced bilateral feet tingling, followed by hyperaesthesia which progressed to his entire lower extremities. Four years after the initial onset of the initial neurological symptoms, the patient subsequently developed flaccid paraplegia. Three years later (nine years after starting poligrip cream), the patient presented to the emergency department with hypotension, dyspnea and altered mental status. He also started to notice upper extremity weakness and incontinence of urine and stool for the past few weeks. The patient was admitted to the ICU, and his mental and hemodynamic states improved. The MRI scans of the brain and spine showed widespread white matter disease and he was diagnosed with adrenoleukodystrophy, after the serum level of very long chain fatty acids was slightly elevated. However, subsequent molecular genetic testing of abcd1 was negative. On an unknown date, the patient stopped using poligrip cream as the cream was recalled by the manufacturer. Laboratory tests revealed hemoglobin 9.5, low serum copper 20 mcg/dl (normal 70 - 175 mcg/dl), low ceruloplasmin 8 mg/dl (normal 17 - 57 mg/dl) and zinc 80 mcg/dl (normal 60 - 130 mcg/dl). Repeated vlcfa, b12, folic acid, methylmalonic acid, tsh, anti-gliadin antibodies and cosyntropin stimulation test were all normal. Brain and spinal MRI scans showed hyperintense demyelinating lesions. Following treatment with intravenous and then oral copper chloride, the patient reported improved strength in the upper extremities but minimal improvement of the sensation in his lower extremities and he was still unable to ambulate. The author considered the events were related to treatment with poligrip cream. The authors commented "unrecognized copper deficiency could present with similar signs and symptoms adrenoleukodystrophy. Animal studies showed that low copper status affects polyunsaturated fatty acid composition of brain phospholipids" and "early recognition and treatment of copper deficiency is warranted to prevent irreversible myeloneuropathy".